Manufacturer narrative:
At analysis it was noted that the device's ring attachment was missing and its battery contacts were contaminated. The main board was calibrated, the battery contacts were cleaned and it then passed its final test on the automated test system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.